Event description:
It has been reported by service report that the foot cover assembly damaged and cut the coil cords, causing a brief electric discharge to the bed, which also damaged the cpu board. There was no pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: foot cover assembly damaged and cut the coil cords, and also damaged the cpu board.